Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
Patient have a cervical laceration [uterine cervical laceration]. Case narrative: this spontaneous hearsay report originating from united states was received from a physician, referring to a female patient of unknown age via clinical account specialist (cas). The patient's medical history, concurrent conditions, drug reactions or allergies and concomitant medications were not reported. This report concerns 1 patient(s) and 1 device(s). On an unknown date, the patient was placed with vacuum-induced hemorrhage control system (jada system) 1001 via vaginal route (defaulted) (lot #, serial # and expiration date were not reported) for an unknown indication. On an unknown date, the patient had a cervical laceration (uterine cervical laceration), which the healthcare provider (hcp) did not believe was present prior to vacuum-induced hemorrhage control system (jada system) placement. The physician who reported the event was not the healthcare professional of this device but heard about the event secondhand. No product could be obtained. The outcome of the event uterine cervical laceration was unknown. The reporter¿s causality assessment was not reported. Follow-up information has been received from physician on 31-jan-2025. The patient had a vaginal delivery, coded during delivery. The patient's past medications included methylergometrine maleate (methergine), tranexamic acid (txa) and misoprostol (cytotec). The patient was placed with vacuum-induced hemorrhage control system (jada system) for hemorrhaging. The patient had a hysterectomy as a result of hemorrhaging and required intensive care unit (ICU) admission. Upon internal review, the event uterine cervical laceration was considered as serious due to required intervention. Medical device reporting criteria: serious injury. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed.